Event description:
It was reported that patient was not receiving adequate relief with the current ipg and physician wanted to upgrade to new technology.

Event description:
Related manufacturer report numbers 3006705815-2024-00401, 3006705815-2024-00402. It was reported that the patient was not receiving adequate therapy from their system. It was found that the leads had impedances. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. The reason for ipg replacement is unknown.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section d6b - the date of explant should have been (B)(6) 2024 rather than (B)(6)2024. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.